Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.

Event description:
One cva2400 probe from a cryo-207-v kit frosted up the shaft at pretest. Replaced with a single cva2400 probe and case completed.